Event description:
It was reported that the sponge of the minicap was protruding. This was discovered before patient use; however, the patient used the device after noticing the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Mfg date: device manufacture date: may 16, 2015 - may 23, 2015. As the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should add'l relevant info become available, a supplemental report will be submitted.